Event description:
It was reported that this right ventricular (rv) lead was placed in the left bundle branch region. After the implant, it was noted que this lead had migrated and was found to be dislodged. Which led to perforation and loss of capture on the ventricle. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this rigth ventricular (rv) lead was placed in the left bundle branch region. After the implant, it was noted que this lead had migrated and was found to be dislodged. Which led to perforation and loss of capture on the ventricle. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.